Manufacturer narrative:
(B)(4): the customer reported "alarm issues". No patient harm was reported. Philips has some indication that these problems involved failure to alarm due to configuration errors by the users. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported "alarm issues". No patient harm was reported.